Event description:
It was reported that during the tricuspid valve repair the right atrial (ra) lead and right ventricular (rv) lead were cut. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.